Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: mi is considered to be a permanent impairment and thrombosis requiring medical intervention to prevent impairment/damage. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure in 2008, a 3.0x28 mm xience v stent was deployed in the mid rca. At about four days later, the pt returned with st segment elevation myocardial infarction (q-wave mi) (stemi). The pt had rca thrombosis and four additional xience v stents were deployed. The ECG done in 2008 was suggestive of mi and there was st elevation, q-wave mi and unstable angina class iii. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Thrombosis, angina, and myocardial infarction, as listed in the xience v IFU are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. In this case, it is likely that the angina and st elevation are secondary effects of the thrombosis and myocardial infarction which resulted in ptci and hospitalization. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.